Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that they were seen today by their healthcare provider (hcp) and manufacturing representative (rep), and that their program was adjusted. The patient stated they reduced their therapy by a few levels because they felt the stimulation was turning on and off intermittently. The patient reported sudden awareness of the stimulation, which they found uncomfortable. The patient stated that when leaving the doctor's office, the sensation typically subsides; however, they were now experiencing persistent discomfort in the buttocks, described as a sensation that feels like the therapy is cycling on and off. The patient recalled a prior instance when their doctor programmed the therapy to cycle on and off, resulting in a squeezing sensation in the buttocks. The patient reported the therapy was initially set to 1.1 and that they decreased it to 0.9, which reduced the sensation but did not fully resolve the discomfort. The agent reviewed the situation and assisted the patient over the phone with decreasing stimulation to a comfortable level. The patient further decreased the therapy and confirmed they were experiencing a comfortable sensation in the bicycle seat area. The patient stated they will continue to monitor symptoms. The patient asked whether their program was set to cycle on and off by the hcp and rep. The call was disconnected while the patient was on hold.